Manufacturer narrative:
(B)(4), concomitant medical products: patient medications include eliquis, omeprazole, folic acid, magnesium oxide, zithromax, cheratussin, potassium chloride crys, amlodipine besylate, simvastatin, and sotalol hydrochloride. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm measuring 50 mm in diameter. On (B)(6) 2011, a follow-up computed tomography (CT) scan reportedly showed the aneurysm measuring 53 mm in diameter. On (B)(6) 2013, the aneurysm diameter had reportedly enlarged to 60 mm. On (B)(6) 2014, the patient underwent coil embolization of multiple lumbar arteries to treat a type ii endoleak. On (B)(6) 2017, follow-up CT scan showed the aneurysm enlarged to a reported 77 mm in diameter. On (B)(6) 2017, the patient underwent direct sac puncture with embolization of the aneurysm sac to treat a persistent type ii endoleak. On (B)(6) 2018, a CT scan reportedly revealed a suspected proximal type I endoleak with continued aneurysmal growth to 83 mm. The physician believed that the growth of the aneurysm sac due to previous type ii endoleaks had caused degeneration of the proximal aortic neck, leading to distal migration of the stent-graft (approx. 9 mm) and the type I endoleak. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby an excluder® aortic extender component was implanted proximally to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
On october 1, 2012, a follow-up computed tomography (CT) scan reportedly showed the aneurysm measuring 53mm in diameter.